Event description:
Boston scientific crm received information that the patient with this pacemaker experienced a loss of consciousness and went to the emergency room. Interrogation of the device showed that the patient had a slow ventricular tachycardia at 145 bpm. However, it was noted that although the patient was now relaxed, the pacing rate was at 100 bpm in both chambers. The device was reprogrammed from rate response to ddd and the rate then dropped to 60 bpm. All other measurements were within normal parameters. It appeared that the device's minute ventilation was resulting in inappropriate pacing and boston scientific technical services (ts) was contacted for further evaluation. No other adverse patient effects were reported.

Manufacturer narrative:
A ts representative discussed that because of how the device was programmed, the amount of atrial pacing was recorded but not the pacing in the ventricle. Thus, it cannot be conclusively determined if there was only ventricular sensing or if the device was pacing and causing a higher ventricular rate. In addition, it was also reported that this patient has occasionally premature ventricular contractions which could have caused the tachycardia. It was also noted that the device's minute ventilation was programmed to a response factor of 5, which is considered very high. Prior to losing consciousness, the patient had reported feeling light headed and dizzy. The ts representative discussed that the patient may have reacted to something, resulting an increase in breathing and because the response factor was set so high, the device then responded by increasing the pacing rate to the maximum rate of 130 bpm. The ts representative suggested lowering the response factor, changing the ventricular tachycardia detection rate to a lower value, and clearing the counters to help evaluate the device function going forward. The patient will be seen again within one week. The device is still programmed with the minute ventilation to passive and remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted for normal battery depletion over seven years later and returned for analysis.